Event description:
It was reported that the pump had an occlusion error. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. The initial customer report indicates an occlusion error. The complaint was not confirmed because the failure could not be replicated. The pump was calibrated. The performance verification test was performed. All tests passed within specifications. Probable cause: no fault related to the complaint was found. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.